Event description:
It was reported the surgeon had difficulty cutting a plate for a calcaneus fracture procedure. The teeth of the device did not fit together properly to make a clean cut. The surgeon made a rough cut in the plate at the second hole, but could not cut it at third hole. There was no alternate instrument available to use to complete the procedure. The surgeon was able to use the existing device. When bending and twisting the plate the surgeon was able to make the final cut on the plate to complete the surgery. There was approximately a twenty minute delay to the procedure due to the complained event. It was reported the patient was stable following the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional manufacturing dates: february 04, 2004, march 15, 2004, march 26, 2004. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: mathys medical manufactured the locking calcaneal plate cutter. The devices were processed per specification requirements, inspected, and conformed to the synthes inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues for these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis date returned to manufacturer. An evaluation was performed. As per received condition of device part # 329.151 was received in good condition with a complaint category of will not cut/dull. The plate locating screw is both deformed and worn; and the cutting jaws are dull. The device has various dings, scratches and discolorations consistent with normal usage, but it still actuates smoothly. Drawings for the instrument(s) were reviewed and are determined to be suitable for the design and related dimensional conformity. The locking calcaneal plate cutter shows moderate use. The shaft and handle have a few dings, scratches, and discolorations consistent with normal usage. The plate alignment pin is both worn and deformed. The cutting jaws are dull and do not adequately meet/overlap to cut. The returned instrument(s) are part of the locking compression plate (lcp) system; and proper use and maintenance are addressed in technique guide(s). These cutters are recommended for use with the locking calcaneal plates (241.618, 241.619, 241.622-241.627), pilon plates (240.082 and 240.083), 8-hole locking attachment plates (02.120.602, 04.120.602, and 02.120.604), universal locking trochanter stabilization plate (02.102.001) and in the elbow set for the olecranon plate (236.502-236.513 and 436.502-436.513). The cutting jaws do not meet and the cutting tips are dull. These complaint conditions are due to the instrument¿s years of service and not due to the instrument¿s design. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, and the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.